Event description:
The user experienced calcium results dropping low on line 2 resulting in erroneous results for 24 pt samples. Of the 24 sets of results provided, 23 were found to be discrepant. All results are in mg per dl. The following samples were originally tested on line 2, then repeated on line 1, line 2 then line 3. Sample 1 initial result was 7.5, repeat results were 8.6, 8.8 and 8.3. Sample 2 initial result was 8, repeat results were 9, 9.3 and 8.7. Sample 3 initial result was 8, repeat results were 8.9, 9.2 and 8.6. Sample 4 initial result was 9.7, repeat results were 10.7, 10.9 and 10.5. Sample 5 initial result was 8.1, repeat results were 9, 9.2 and 8.6. Sample 6 initial result was 8.3, repeat results were 9.2, 9.5 and 9. Sample 7 initial result was 8.2, repeat results were 9.1, 9.4 and 9. Sample 8 initial result was 8.2, repeat results were 6.2 and 9.1, 9.4, 6.1 and 8.8. Sample 9 initial result was 10.5, repeat results were 7.6 and, 8.4, 9.2, 7.6 and 8.1. Sample 10 initial result was 7.8, repeat results were 8.5, 9.2 and 8.6. Sample 11 initial result was 8.1, repeat results were 8.9, 9.5 and 8.7. Sample 12 initial result was 7.8, repeat results were 8.4, 9.1 and 8.5. Sample 13 initial result was 8.5, repeat results were 9.5, 10.1 and 9.4. Sample 14 initial result was 8.2, repeat results were 8.7, 9.7 and 9.1. Sample 15 initial result was 8.4, repeat results were 9.8, 10.1 and 9.5. Sample 16 initial result was 7.9, repeat results were 8.7, 9.3 and 8.7. Sample 17 initial result was 8.1, repeat results were 8.7, 9.1 and 8.4. Sample 18 initial result was 8.1, repeat results were 8.8, 9.6 and 8.9. Sample 19 initial result was 9.6, repeat results were 10.3. 11.4 and 10.5. Sample 20 initial result was 8.1, repeat results were 8.8, 9.4 and 8.8. The following samples were originally tested on line 2, then repeated on line 2, then on line 3. Sample 21 initial result was 7.9, repeat results were 8.4 and 8.7. Sample 22 initial result was 10.2, repeat results were 11.3 and 11.6. Sample 23 initial result was 8.1, repeat results were 8.9 and 9. The original results had been reported. To the user's knowledge, the pts were not treated based on the initial results.

Manufacturer narrative:
The field service rep stated the cause was unk.